Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes exhibited erroneous results. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes exhibited erroneous results. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and, based on this review, there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.